Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's onetouch ultralink meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that on the afternoon of (B)(6)2010, while the pt was at school, she began to feel drowsy and not well. At the onset of the symptoms, the pt went to see the school nurse and obtained a reading of "66 mg/dl" when tested with the subject meter. The reporter confirmed that the result obtained with the subject meter correlated with the pt's feelings and therefore, she was given something to eat and/or drink. Approximately 10-15 mins later, the reporter stated, the pt was retested and obtained a message of "high" suggesting that her blood glucose was greater than 600 mg/dl. The pt was retested 10 mins later and obtained a result of "470 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. At the time of troubleshooting, the cca noted that the pt did not have the correct type of control solution to test the reported products. The alleged issue remained unresolved. Replacement products were sent to the pt. Although, the pt was treated for hypoglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The pt was symptomatic prior to when the alleged issue started. In addition, the initial result obtained with the subject meter correlated with the pt's symptoms and treatment. However, this complaint is being reported because, the subject meter did not meet lfs' precision criteria.